Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section e1 address - unknown/not provided. Section e1 city - unknown/not provided. Section e1 state, province, or territory - unknown/not provided. Section e1 zip code - unknown/not provided. Section h3: it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when preloaded iol dcb00 intraocular lens was used, the lens was found to have a crack in the optical zone after successfully entering the anterior chamber. Therefore, the lens was removed by cutting it. A new dcb00 lens was implanted. No further information available